Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported the pump was under delivering and did not give any alarm then experienced hyperglycemia with a blood glucose value of 700 mg/dl at the time of the event. The customer was hospitalized for the treatment.  Troubleshooting was performed and whether the customer had been using the insulin pump system within 48 hours was unknown. It was also found that the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
S.w version 4.11d, retainer ring = black, case type = ngp. Customer returned pump for an alleged absence of alarm, possible under delivery and was hospitalized for high bgs found on 30-jan-2023. On (B)(4), svn#: 000314977435 - customer returned pump for an alleged pump/transmitter communication anomaly, possible under delivery and was hospitalized for high bgs and dka found on 08-nov-2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. No absence of occlusion alarm/insulin flow blocked alarm noted during the testing. The insulin flow blocked alarm functioning properly. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 30-jan-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 30-jan-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 36 dailytotalofbasalinsulindelivered = 18.8 dailytotalofbolusinsulindelivered = 17.2 01/30/2023 06:13:25.000 normalbolusdelivered normalbolusamountprogrammed = 6.5 bolusamountdelivered = 6.5 01/30/2023 07:27:31.000 normalbolusdelivered normalbolusamountprogrammed = 6.3 bolusamountdelivered = 6.3 01/30/2023 09:27:18.000 normalbolusdelivered normalbolusamountprogrammed = 4.4 bolusamountdelivered = 4.4. In further full review of the pump history/traces on the event date of 08-nov-2022, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 08-nov-2022 listed on smartsolve. Dailytotalofallinsulindelivered = 21.225 dailytotalofbasalinsulindelivered = 8.725 dailytotalofbolusinsulindelivered = 12.5 11/08/2022 02:11:54.000 normalbolusdelivered normalbolusamountprogrammed = 6.9 bolusamountdelivered = 6.9 11/08/2022 03:38:26.000 normalbolusdelivered normalbolusamountprogrammed = 5.6 bolusamountdelivered = 5.6. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the event date 08-nov-2022 in the formatted history file. Please see below for pump errors/alarms noted 1 week prior to the event date 30-jan-2023 in the formatted history file. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 01/26/2023 11:48:00.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 01/28/2023 09:30:52.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 01/28/2023 16:10:36.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 01/29/2023 12:34:12.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 01/29/2023 12:35:05.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 01/29/2023 12:35:48.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 01/29/2023 15:30:04.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery 01/30/2023 21:41:34.000 alarmalertnotification faultnumber = no delivery (7) during prime 01/30/2023 21:51:00.000 alarmalertnotification faultnumber = no delivery (7) during prime no unexpected occlusions or insulin flow blocked alarm noted during testing. Battery removed (84) was recorded and found in the formatted history file on: 01/30/2023 21:57:12.000 post-reset ram crc alarm (23) was recorded and found in the formatted history file on: 01/30/2023 21:57:45.000 power loss alarm was recorded and found in the formatted history file on: 01/30/2023 22:04:52.000 01/30/2023 22:05:03.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded 1 week prior to the event date 30-jan-2023 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Power loss alarm was expected since the pump reset due to battery backup depletion. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. Absence of alarm was not confirmed. Pump/transmitter communication anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.